Manufacturer narrative:
Per the clinic, the patient was treated with antibiotics (specific type, duration & date not reported). This report is submitted on october 26, 2021

Manufacturer narrative:
This report is submitted on august 13, 2021.

Event description:
Per the clinic, the patient developed an infection at the abutment site, and underwent a procedure on (B)(6) 2019, in order to remove the abutment. Additional information has been requested but has not been made available as of the date of this report.